Manufacturer narrative:
Info suggests the sling has not been removed. No conclusion can be drawn based on the info provided. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to 2183959-2010-00412, 2183959-2010-00413. Pt was implanted with a monarc sling (B)(6)2007. Pt claims that after, and as a result of, the implantation she has suffered serious bodily injuries, extreme pain, erosion of her internal bodily tissue, mental pain and she has sustained permanent injury. No further info provided.